Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a leak in the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. Contamination of the flow sensor assembly was also observed. During the evaluation, the removable air path foam, inlet path assembly and 43 micron filter were replaced due to dirt contamination and the pollen filter was installed.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a leak in the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. Contamination of the flow sensor assembly was also observed.